Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the system 98 intra-aortic balloon pump (iabp) unit screen is blank. There was no patient involvement.

Event description:
It was reported that , the cs300 intra-aortic balloon pump (iabp) unit's screen is blank. There was no patient involvement.

Manufacturer narrative:
Updated fields: (site country), ( type of investigation, investigation findings, investigation conclusion), corrected fields: ( model, catalog, UDI), (impact code). Getinge evaluated the iabp and found that the device had intermittent blurred lines while powered on in the therapy screen. The fse opened the display, reseated all connections, cleaned the coil cable connections between monitor and base unit. The intermittent issue went away. A full function and calibration check was performed. The device was returned to the customer and cleared for clinical use.

Event description:
It was reported that during use , the cs300 intra-aortic balloon pump (iabp) unit's screen is blank.